Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed successfully using another system. The philips field service engineer (fse) inspected the system onsite, carried out system checks, and identified that the kv and ma controls were not working. Further checks confirmed that the kvma board was faulty. The fse replaced unit dig. Kv ma control and sent for analysis. The analysis confirmed the unit dig. Kv ma control was non-functional. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.